Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the visual and functional testing performed did not identify any problems with the components that would affect the functionality of the device; therefore, the reported allegations are unable to be confirmed. Device history record (DHR): review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Device technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination of the pump did not identify any leaks in the component. The tubing was not returned for analysis. Visual examination of the reservoir identified a wear at fold at the reservoir shell; however no leaks were present in the component. Functional testing performed on the pump and reservoir showed that the components performed within specifications. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The adverse event of malposition was found to be included in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that during the implant procedure for an inflatable penile prosthesis (ipp), the reservoir was placed in the bladder. The patient underwent a surgical intervention in which all components were explanted and replaced. The patient is stable after the procedure.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) implanted in (B)(6). The reservoir entered the bladder. He underwent a procedure in which all his components were explanted and replaced. The patient is stable after the procedure.